Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6). Implanted: explanted: product type catheter h3. Device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl at unknown concentration/doses via an implantable pump for non-malignant pain. Patient reported that they had the pump filled (B)(6) and worked well for several days but after they did some exercises on machines in their fitness room they believe something happened to the pump because they were no longer getting 90% of the original relief. Patient stated their healthcare provider (hcp) just increases the medication each refill. Patient stated they did a dye test but were unable to identify any issues. Patient stated when they do the refills the would have good relief the next morning but quickly returns to "not working". Patient inquired what they do at the refills to make it work. Agent reviewed considerations and information then redirected to hcp.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.